Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
On (B)(6) 2010 report, that pt has 2 inserts in 1 tube; no detachment difficulty. Pt is now complaining of pain on that side. Physician will perform a salpingectomy and remove devices on that side (scheduled for (B)(6) 2010); physician attributes pain to the devices; ultrasound performed and appears 1 device on that side is folded on itself. Follow up confirmed that salpingectomy was performed on right side and ligation of left side on (B)(6) 2010. No micro-inserts removed. Pain continued and x-ray was performed on (B)(6) 2010. Two micro-inserts were observed in the uterine area, so she was taken to surgery again on (B)(6) 2010; hysterectomy performed and left fallopian tube was removed; also removed 3 micro-inserts: 1 in the tubal myometrial junction and 2 more in the uterus. Physician believes that the essure devices may have contributed to pt's pain.